Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning occurred on the right ventricular (rv) lead for an unknown reason post maze/valve surgery. It was also reported that the lead exhibited a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.